Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that bd integra¿ 3 ml syringe with detachable needle malfunctioned and didn't retract, going further into the patient. This led to injury. Verbatim: "I was wondering if you have any contact information for the supplier of the b-d syringes we dispense? I have an incident with a malfunctioning b-d integra retractable syringe which its malfunction led to injury." "After the injection of the needle, the needle did not retract, but instead went further into the customer¿s skin. "

Manufacturer narrative:
Initial reporter: address unavailable. Bd corporate address used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd integra¿ 3 ml syringe with detachable needle malfunctioned and didn't retract, going further into the patient. This led to injury. Verbatim: "I was wondering if you have any contact information for the supplier of the b-d syringes we dispense? I have an incident with a malfunctioning b-d integra retractable syringe which its malfunction led to injury". "After the injection of the needle, the needle did not retract, but instead went further into the customer¿s skin".